Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level when using the cartridge and infusion set for 3 to 4 days. Bg value not provided. Reportedly, the cartridge and infusion set was changed to resolve the issue.